Manufacturer narrative:
Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported by the healthcare professional in india that during an anterior cruciate ligament (acl) repair procedure on (B)(6) 2024, it was observed that while the 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture from the rigidloop adjustable cortical implant standard device was being pulled, and it broke. Then the surgeon used another rigidloop adjustable which was available in the set. No sharp object was used to pull the graft sutures, proper sutures were used to pull the graft and proper storage was maintained. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.